Event description:
It is reported that the pt had hematoma of the right thigh with femoral nerve deficit and that the pt underwent evacuation of the hematoma.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.